Event description:
The arm consists of multiple pieces. The arm broke while being used on patient, while the chest was opened. Broke apart in small pieces and fell into the chest. Pieces retrieved out and a chest x-ray done at end of the case. X-ray cleared prior to sending patient to recovery. No pieces in patient per the x-ray.